Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did not have any concerns regarding her device/therapy.

Event description:
It was reported the patient had a wound beside the device that was not healing right. It was noted the wound was right beside the implantable neurostimulator (ins). Additional information received reported the patient kept developing an abscess by the ins. The reporter stated they could possibly be allergic to the battery. Additional information received reported the patient had an infection from spine surgery unrelated to the device. The reporter stated the patient was being followed by wound care. Additional information was requested, but was not available as of the date of this report.